Event description:
It was reported that the iab was inserted and connected to the pump. The balloon would not unwrap or inflate and the pump alarmed "kinked catheter". The iab was removed and replaced without any complications.

Event description:
It was reported that the iab was inserted and connected to the pump. The balloon would not unwrap or inflate and the pump alarmed "kinked catheter". The iab was removed and replaced without any complications.